Event description:
The customer reported to beckman coulter, inc (bci) that erroneously low sodium (na) results were obtained on the unicel dxc 600 synchron instrument. Prior to the event, the ise (ion-selective electrode) system was calibrated and the na qc (quality control) results were within the lab's established ranges. Physicians contacted the laboratory and questioned the low results. The customer re-calibrated the ise system and ran qc (quality control) which was within range. The customer re-ran the pt samples and the na recovered higher. Amended reports were issued on 10 pt samples. No pt or sample data were provided. While there is no report of any adverse event or serious injury related to this event, it is unk whether there was any change to pt mgmt.

Manufacturer narrative:
The bci hotline sent the laboratory the optional twice-weekly flow cell cleaning procedure which includes bleach as a cleaning agent, since the operator on duty was not aware of the procedure. Additionally, a bci engineer provided service to the customer over the phone by giving them instructions for troubleshooting and repairs. While these measures may have alleviated the problem, a clear root cause was not identified. This is one of ten individual medwatch reports related to the same event. The related mdrs are as follows: 2050012-2011-02446, 02462, 02463, 02464, 02465, 02466, 02467, 02468 and 02469. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 to october 23, 2010 for add'l reportable events.